Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 20.4 mmol/l. The customer states that button error occur right after moisture exposure. The button was not press more than 3 minutes. The customer was asked verbally and in written form to return broken insulin pump for analysis.

Manufacturer narrative:
Findings: unit received no button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the pump. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. Unit received missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.